Event description:
It was reported that this patient presented to the emergency room due to inappropriate shocks from this implantable device. Another shock occurred when the patient mobilized to use the restroom. Upon interrogation, this device was found to be in safety mode. At the time of the events, pacing inhibition due to over-sensed noisy signals present in the unipolar sensing configuration. The device therapy was remotely deactivated and the following day, the physician surgically explanted and replaced the device to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection revealed scratches on the case and header and body fluid contamination in and around the right ventricular set screw terminal block. Additionally, there was a hole in both the right atrial and right ventricular seal plugs. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this patient presented to the emergency room due to inappropriate shocks from this implantable device. Another shock occurred when the patient mobilized to use the restroom. Upon interrogation, this device was found to be in safety mode. At the time of the events, pacing inhibition due to over-sensed noisy signals present in the unipolar sensing configuration. The device therapy was remotely deactivated and the following day, the physician surgically explanted and replaced the device to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.